Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b3, b5, d9, h3, h6. (Type of investigation, investigation findings, medical device ¿ problem code, investigation conclusions). Full name of event site and address already provided in previous MDR a getinge field service engineer (fse) stated that the consumables have been picked up by the distributor. The equipment is functioning normally, and all indicators are within acceptable limits. The unit returned to the customer and cleared for clinical use.

Event description:
It was reported that during use the cs100 intra aortic balloon pump (iabp) was faulty as blood entered the intubation tube. There was patient involved and however no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 full event site name: (B)(6). Full event site address: (B)(6). The full event site telephone is: (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit had an broken cannula. There was no patient injury or harm reported.